Manufacturer narrative:
(B)(6). The device has not yet been returned to maquet for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
Incorrectly assembled custom tubing pack. Tape not correctly applied to tubing securing sterile wrap.

Manufacturer narrative:
On (B)(6) 2015 02:49 pm (gmt-5:00) added by (B)(6) ((B)(4)): the complaint states there kits where found with blue wrap lines packaged incorrectly. Taping was unsecure and was not half on the wrap and half on the tubing. The kit was not returned for evaluation, but pictures were provided. Corrective actions were implemented to prevent unsecure taping in this wrapping configuration. (B)(4).